Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. An event for disassociation was confirmed through medical review. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). "All surfaces of the neck exhibited damage, consistent with a loss of taper lock." The mar concluded: "damage was observed on the accolade trunnion, v40 head taper, and x3 insert. This damage was consistent with the head taper and accolade stem trunnion losing their taper lock. No material or manufacturing defects were observed on the surfaces examined." Medical records received and evaluation: a medical review was performed and concluded: " in conclusion, there is substantial proof that an overload condition due to procedure related factors was present in the arthroplasty and contributing to a potential overload condition in the arthroplasty triggering the further adverse events with trunnion damage, metal substance loss and femoral head disassociation although it is not certain this was the only factor. More clinical or radiological information would be required to solve this case with more certainty although there is no evidence for device-related factors playing a role as also supported by the mar findings." Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a material analysis concluded that "no material or manufacturing defects were observed on the surfaces examined." Further to this a medical review was performed and concluded that "more clinical or radiological information would be required to solve this case with more certainty although there is no evidence for device-related factors playing a role as also supported by the mar findings." The exact cause of the event could not be determined. Additional information, including patient history and additional lateral x-rays are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
It was reported that surgeon revised patient's right hip due to head dis-associating from the trunnion. Revised to restoration modular system.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that surgeon revised patient's right hip due to head dis-associating from the trunnion. Revised to restoration modular system.